Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11jun2020.

Event description:
The customer reported a ventilator that would shut down when unplugged, even with a fully charged battery. It was unknown when this event occurred. There was no allegation of harm associated with this event.

Manufacturer narrative:
G4: 13oct2020. B4: 13oct2020 . During a previous on site visit, a philips field service engineer (fse) noticed that the device would not stay powered on if unplugged. The battery was fully charged and functional, but once ac power was disconnected, an immediate shutdown occurred with an alarm. The device was not clinical use at the time of the event. This issue was noted by a philips fse while onsite or service. A philips field service engineer (fse) verified that the power management board required replacement. The fse replaced the power management board to resolve the issue. The device passed performance assurance testing and was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.